Event description:
During routine follow up, the pacemaker could not be interrogated with two different programmers. Magnet response was satisfactory. A few days later, the device was interrogated without any difficulties.

Manufacturer narrative:
January 07, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Log files were retrieved and sent for analysis (files saved by the programmer containing the recent history of communications with the programming head, the implant, and the activation of the user interface. This file is not available by the user, but the user may send a copy to the manufacturer for analysis). The analysis revealed that: the device was interrogated on (B)(6) 2007; several telemetry errors occurred, which confirmed the difficulties met by the user; the same phenomenon occurred with the second programmer; because there were no reported problems on (B)(6) 2007, the telemetry errors more likely resulted from interferences in the operating room.